Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 221.2000. Account name:(B)(6). Account #: (B)(6). Asset name: 8100bd pump module v9.33.0.50 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8100 (s/n (B)(4)), with error 221.2000. Case resolution: customer receives device 8100 (s/n (B)(4)), with error 221.2000. Explained problematic error fault associated with device. Customer to interchange the logic board with known good board to isolate problematic fault. Customer express interest in service level 1 repair. Customer to send device, will need to get RMA request. Informed customer, if any further concerns and/or issues to give a call back. End call.